Manufacturer narrative:
When the account's technician investigated the lift, it was noted that the emergency stop button was broken. It appears it was broken when the batteries were improperly replaced by one of the technicians at the account. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The technician replaced the emergency stop button to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the emergency stop button was broken and not staying mounted to the electronic card. The lift was located at the account at the time of the allegation. There was no patient/user injury reported. (B)(4).